Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15437. It was reported the patient's scs system was explanted on (B)(6) 2010 due to an infection. Review of patient's operative report indicated the patient experienced fever, elevated white blood cell (wbc) count and erythrocyte sedimentation rate (esr) as well as swelling at the incision sites. The scs system was explanted and cultures were taken (results were not provided).

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.